Manufacturer narrative:
On 06/29/2018, the mentor failure analysis lab discovered that the suspect medical device received is not a mentor device. As a result, no investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implants. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, two unknown mentor saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of two prostheses and a visible hole in one of the prostheses, is characteristic of a deflation issue with bilateral removal and replacement. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab discovered that the suspect medical device received is not a mentor device. As a result, no investigation will take place. Manufacturer¿s reference number: (B)(4).